Manufacturer narrative:
The lot number for the device was provided, a review of the device history records is not required as this is the only complaint with the provided lot#. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device - expiration date: 03/2021.

Event description:
It was reported that approximately five days post port device implant, the port catheter migrated to the pulmonary artery. It was further reported that the port catheter was removed via femoral route. The patient status is unknown.

Event description:
It was reported that approximately five days post port device implant, the port catheter migrated to the pulmonary artery. It was further reported that the port catheter was removed via femoral route. The patient status is unknown.

Manufacturer narrative:
Manufacturing review: per the complaint history review (chr), this is the only complaint reported for this lot number. A DHR review is not required. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: one ti low-profile port was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is inconclusive for catheter embolism, as no catheter fragments and no images of the device were returned by the complainant. The outer diameters of the port stem were measured, and no measurements were confirmed to be out of specification. Scoring marks were observed on the port stem. The port body was found to be patent to infusion and aspiration during in-lab functional testing. The definitive root cause could not be determined based upon available information. It is unknown if procedural and/or placement issues contributed to the reported event.